Event description:
It was reported that the catheter was not draining properly. At 9am patient assessment noted an indention along the patient's scrotum. The catheter was secured to the other leg with additional slack in the tubing. At 11 am no urine output was noted since moving the catheter. A significant increase in penile swelling was observed. Rn deflated the balloon on the foley. A large amount of urine output was noted. Upon re-inflating the balloon, bleeding from the insertion site of the penis was noted. The balloon was immediately deflated. Urology recommended advancing the catheter then re-inflating the balloon with 3ml of fluid. Rn advanced the catheter as sterile as possible. When attempting to re-inflate the balloon, the balloon was noted to be defective. Resident attempted to replace the foley without success. After multiple attempts, a 6 fr foley was placed with no urine output. The doctor deflated the balloon. A large amount of blood came out of the foley. The urologist then removed the 6 fr foley and successfully had the 6 fr foley replaced. The pt's urine has cleared and there have been no additional reports of problems with the foley.

Manufacturer narrative:
The sample was not returned for evaluation. The lot number is unk; therefore, the device history record could not be reviewed. (B)(4).